Event description:
A passeo-18 balloon catheter was chosen for an antegrade treatment of the afs together with a command .018 wire. During dilatation of the balloon up to np pressure, the balloon ruptured and was withdrawn but kept hooking at the end of the 4f sheath. When the balloon catheter was out of the patient, it was seen that the balloon was not complete, some parts did remain in the afs. Removal of these parts out of the vessel was not successful, it was decided to stop the procedure. A bypass surgery is planned soon.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The instrument was returned fractured in at least two parts. The hub has been cut off and was not returned for investigation. The distal fragment (distal end of the balloon, the tip, the inner shaft, and the distal x-ray marker) was not returned. At the proximal fragment the device inner shaft is plastically deformed, indicating application of a high tensile force. The balloon shows clear signs of inflation. The balloon has burst diagonally. In close vicinity of the tear scratches were observed which have likely been caused by a hard, sharp-edged object such as e.g. Anatomical structure. The introducer sheath was not returned. Review of the lot release verification confirmed that the complaint instrument was manufactured according to specifications and successfully passed all in-process inspections as well as the final inspection. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The balloon has most probably burst due to the patients anatomy, and the instrument then fractured as a result of tensile overload during withdrawal into the introducer sheath. It should be noted that the IFU instructs the user to pull out the dilatation catheter and the introducer sheath together in case of withdrawal difficulties.